Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG readings are not available. The device was reported to be in use, however there was no adverse event to the patient or user.

Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG readings are not availalble. There was reportedly no patient involvement. The fse evaluated the device on site. The fse cleaned and reseated the ECG cable, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse reseated and cleaned the ECG cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.